Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017 the receiver displayed low transmitter battery. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. Performed a voltage test on the transmitter, resulting in a zero volt discharge. Data log was reviewed for evaluation on (B)(4) 2017. Complaint for a low transmitter battery could not be confirmed, however, transmitter failure was found and confirmed on (B)(4) 2017. The root cause could not be determined, post investigation. Based on the findings of a transmitter failure this is now reportable.